Manufacturer narrative:
Failure analysis noted that the insulin pump was received with blank display due to faulty x1/mb. Analysis was unable to verify compromised force sensor system alarm due to blank display anomaly. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and had a display anomaly. The customer's blood glucose was unknown at the time of the incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.